Manufacturer narrative:
Analysis of this returned product found no evidence of device anomaly and was found to be operating normally. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that during a device interrogation this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition. The patient indicated that they were shocked, however there was no stored episode, and the data could not be recovered. Technical services (ts) recommended replacing the ICD and right ventricular (rv) lead. Ts also indicated that the shock impedance measurements were too high therefore this system would not deliver adequate treatment. No additional adverse patient effects were reported. This device remains in service. Additional information was received that this ICD was explanted and replaced due to normal battery depletion. Other than the surgical procedure, no additional adverse patient effects were reported. This ICD has not been returned for analysis.

Event description:
It was reported that during a device interrogation this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition. The patient indicated that they were shocked, however there was no stored episode, and the data could not be recovered. Technical services (ts) recommended replacing the ICD and right ventricular (rv) lead. Ts also indicated that the shock impedance measurements were too high therefore this system would not deliver adequate treatment. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during a device interrogation this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition. The patient indicated that they were shocked, however there was no stored episode, and the data could not be recovered. Technical services (ts) recommended replacing the ICD and right ventricular (rv) lead. Ts also indicated that the shock impedance measurements were too high therefore this system would not deliver adequate treatment. No additional adverse patient effects were reported. This device remains in service. Additional information was received that this ICD was explanted and replaced due to normal battery depletion. Other than the surgical procedure, no additional adverse patient effects were reported. This ICD has not been returned for analysis.